Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft was stuck in the spindle housing.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.